Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties could not be determined. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the unspecified xience stent delivery system balloon separated from the catheter during stent implantation. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.